Event description:
The customer reported no power on the system. It is likely this resulted in a shut down and/or no boot situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.